Manufacturer narrative:
The lead was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Review of labeling determined the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not required further review.

Event description:
It was reported that this right ventricular (rv) lead exhibited an automatic safety switch from bipolar to unipolar due to pace impedance measurements of greater than 2000 ohms resulting in noise oversensing and pacing inhibition of greater than 2 seconds. Technical services (ts) reviewed device data and noted that rv pace impedances started gradually rising earlier this year. After the safety switch the pace impedances and thresholds decreased. This lead was subsequently surgically abandoned and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited an automatic safety switch from bipolar to unipolar due to pace impedance measurements of greater than 2000 ohms resulting in noise oversensing and pacing inhibition of greater than 2 seconds. Technical services (ts) reviewed device data and noted that rv pace impedances started gradually rising earlier this year. After the safety switch the pace impedances and thresholds decreased. This lead was subsequently surgically abandoned and replaced. No additional adverse patient effects were reported.